Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit notifies error code #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse reset all connections of the motor control pcb and main board, but the problem persisted. So, in order to fix the issue, the fse replaced the motor control pcb with a new one. Then, the fse confirmed that the unit was working. The unit passed all functional tests and was then returned to the customer in working condition.

Event description:
N/a.